Event description:
Complainant alleged that the medics were monitoring a patient with the device in manual mode. The device indicated that the patient was presenting a sinus bradycardia heart rhythm, when the device started to charge, without the medics having depressed the charge button. The medics then turned the device off/on and device performed appropriately, but the medics obtained another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the ECG strips from the event are no longer available, as they were inadvertently discarded subsequent to the event.